Event description:
Customer identified 2 cards inone box of mts anti-igg cards in which some of the microtubes were missing both gel and fluid and the other half of the cards had very low liquid and gel levels.